Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user observed a message on the screen stated: disconnect mode, patients may not cross over. The user attempted to resolve the issue by restarting the pyxis machine, but the message continued to appear. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) assisted the customer with troubleshooting a network issue before arriving on site, and the issue was resolved prior to arrival. The station was functioning properly, and the customer confirmed that everything was back to normal. The system functioned as intended after the field service engineer assessed the device.